Manufacturer narrative:
H10: additional manufacturer narrative : updated h6 per new information received. The device history record (DHR) was not reviewed as the reported event does not allege a malfunction that could be related to a manufacturing deficiency and/or one was not confirmed through investigation. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Manufacturer narrative:
Additional manufacturer narrative valve thrombosis is a rare and well-recognized complication of prosthetic valves. Valve thrombosis is the formation of significant blood clots forming on the valve/ring. These clots could significantly impact the functionality of the valve resulting in heart failure or thromboembolism. Immediate intervention, either by thrombolytic therapy or valve replacement is required for significant thrombosis. Alternatively, there may be cases where the patient is placed on an anticoagulant to treat thrombosis. The device was not returned for evaluation, as it remains implanted. The root cause of this event cannot be conclusively determined. However, it is likely that patient related factors and the progression of the underlying valvular disease pathology contributed to the event.

Event description:
It was reported that a patient with a 27mm mitral valve is being evaluated for a valve-in-valve procedure after an implant duration of 6 years, 11 months due to thrombus, stenosis, and mild regurgitation. As reported, prior to the scheduled procedure, patient had taken anti-coagulant for a-fib and the pre-op tee showed the surgical valve was working just fine. All leaflets were opening and closing. There was trace regurgitation without stenosis. The physicians stated the mitral valve must have had thrombus and the anti-coagulant cleared up the thrombus on the mitral valve.